Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving sensor scan results in the "low sugar range" and panicking so she contacted an emergency doctor who "was there for an hour until the values rose again". It is unspecified if the emergency doctor administered medication as the customer could not continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date is based on the customer's report of "last year". The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving sensor scan results in the "low sugar range" and panicking so she contacted an emergency doctor who "was there for an hour until the values rose again". It is unspecified if the emergency doctor administered medication as the customer could not continue troubleshooting. There was no report of death or permanent injury associated with this event.